Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported "the center hole is off center making molding difficult to obtain accurate fit." There was no reported patient harm. A photograph depicting the reported issue was provided.